Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that during the procedure when attempt was made to bend the dilator, the tip of the dilator broke. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.